Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/8/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a lasso® nav eco variable catheter and the catheter stopped fully deflecting towards the loop. The catheter was replaced. The issue resolved and the procedure completed without patient consequence. The deflection issue is not reportable. The potential it could cause or contribute to a serious injury or death is remote. Therefore, the observed deflection issue has been assessed as not reportable. This event is being reported because the bwi failure analysis lab received the device for evaluation and the 6/8/2018 fal findings of kink with a hole on lasso shaft between ring 20 and ring 21. Internal parts were exposed. The damage was observed on the catheter loop. A hole with exposed internal parts is reportable. This complaint has been assessed as reportable. The awareness date was reset to 6/8/2018.

Manufacturer narrative:
The device was visually inspected and a kink with a hole was observed on the lasso shaft. Internal parts were observed. Deflection tests was performed and were found to be within specifications. The catheter was deflecting correctly. Contraction tests was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. The internal wires were found twisted around nitinol. Additionally, scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the spine cover. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the internal wires around nitinol and the damage observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no: (B)(4).

Manufacturer narrative:
The device was returned to the bwi failure analysis lab (fal) and on 7/06/2018 scanning electron microscope sem analysis confirmed previously reported visual findings. Sem analysis showed evidence of mechanical damage, stress marks and a hole on the surface of the spine cover. It is possible that the damage was generated with an unknown object and/or excessive manipulation. No other anomalies were observed. Manufacturer ref no: (B)(4).